Event description:
It was reported that the intellivue multi measurement server x2 indicating that the loudspeaker unit needed to be ordered. A good faith effort (gfe) was performed to clarify the customer allegation and to determine if the speaker produced any sound, but no additional information was provided. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The remote service engineer (rse) determined the cause of the reported problem was the speaker. The speaker required replacement., and the customer was provided a replacement speaker to resolve the issue. The device remains at customer site.